Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection of the device verified the device was damaged, although the customer complaint was verified, it is impossible to determine how the product was handled before, during or after case. The part was scrapped and the event was determined to be indeterminate.

Event description:
The surgery center reported to the consultant: before a procedure the electric pen drive was put together and would not work: turn on. The technician went to attach the drill burr attachment and it would not hold or lock to the pen drive. This is 2 of 2 reports for this event, complaint# (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.